Event description:
Received a report from a consumer indicating upon removal of a tampon, she believes a piece of the pledget may have separated and remained behind. Consumer advised she has tried to find and remove the piece without success.

Manufacturer narrative:
We have requested and await the consumer's return of product for evaluation and date code information for investigation.